Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of transient optical instability. Customer care recommended that the user re-link their sensor to allow the system to re-initialize and converge faster. Further follow-up was not possible as the user was unresponsive to multiple communication attempts. No further troubleshooting or investigation was possible. Per dms review, the user was using the system with up-to-date information.